Event description:
By x-ray (enclosed) insert appeared to have disengaged from shell, doctor shceduled revision for following day to replace liner. Inter-op found excessive wear on shell & liner. Removed head, shell and liner, and replaced with 2051-2059, 2042-3250, 16-3200 and 2030-6520.